Event description:
Surgical intervention occurred on (B)(6) 2023 where the scs ipg and leads were explanted.

Manufacturer narrative:
A patient experienced pain at the ipg and lead site was reported to abbott. As a result, the ipg and lead were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000111751.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient is experiencing pain at the ipg and lead site. Surgical intervention is currently pending to resolve this issue.